Event description:
Patient reported that they get very little relief from their implantable neurostimulator (ins) but there is some relief. The patient said it won¿t work at all. The patient said she got the implant to help her right ankle but stimulation only happened in her buttocks and thigh. The patient said apparently they put it in the wrong spot and they want to redo her surgery and cut another piece of her spine and move the plate down. The patient also reported that they tore her back up and now her back is a huge problem. They put the ins in her thorax spine. The patient had issues with her lower back prior to getting the ins; however, she has 100% worse pain than she did to begin with. The patient further reported that she turns stimulation down at night because when she lies down it jolts her. The patient was redirected to their healthcare provider. The patient indicated they were working with their physicians and one thinks they need to move the leads and other thinks a more extensive surgery may be indicated. The indication for implant was non-malignant pain.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were still having extreme pain in the back from the plate and the patient hadn't used their ins since 2017. The patient wanted to have the system removed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.